Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that when connecting an olympus, model tjf-q180v scope to the olympus, model cv-170, video system center there was no image produced. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image output¿ was reproduced. It was determined that the cause of the phenomenon was the failure of the patient circuit board (dp board). Other incoming inspection findings identified: the connector was loosely connected. Olympus will continue to monitor field performance for this device.